Event description:
After connected, the spring the highlighter properly done step by step which is requested by the manufacturer, the spring positioned within the aneurysm, coming up the green marker to highlight it not highlighted, the doctor came up to the mark of the red limit detacher without success. Spring been withdrawn from the patient and tried out in the form using the test continued to function without the spring, and thus it was connected was also discarded. Been replaced the highlighter and the procedure continued normally.

Manufacturer narrative:
After connected, the spring the coil did not detach after positioned within the aneurysm, although taking to green marker. The red zone was used, but the coil did not detach. The coil was removed from the patient and tried out in the form using the test continued to function without the spring, and thus it was connected was also discarded. Been replaced the highlighter and the procedure continued normally. The event occurred with the first coil, and a dedicated saline source was used to fill the syringe. After the event, no damages were noticed on the devices (kink, bend, stretched, fracture, separate, etc.), and the coil was detached outside of the patient by the physician. The vessel was the gonadal vein for pelvic varices treatment. Only received the box and pouch of packaging original of orbit complex std 16x30 tdl inside of a plastic bag. The product was not returned for evaluation. The review of lot 15926442 one (1) defect was for damage pebax-coil loading and it could be related to the failure reported by the customer, however; inspections are in place that prevents these kinds of damages leaving from the facility. The DHR review for lot 15926442 indicated that the product was tested and inspected per established manufacturing requirements. The failure reported by the costumer as ¿coil- failure to detach¿ could not be evaluated due to the product was not returned. However, neither the analysis nor the DHR suggest that it could be related to the manufacturing process; additionally, inspections are in place that prevents these kinds of damages from leaving the facility. Therefore, no corrective actions will be taken at this time. The patient was young, around 30 years, and thin.

Manufacturer narrative:
The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Product was received for analysis. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Product was received for analysis. Additional information will be submitted within 30 days of receipt.